Event description:
Tampon stuck in me, breaking apart- vagina [foreign body in reproductive tract]. (Pain in stomach) and dizziness [dizziness]. Pain in stomach and (dizziness) in stomach [abdominal pain upper]. Breaking apart- tampon [device breakage]. Case narrative: consumer reported via e-mail that a tampon was stuck inside her. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.